Event description:
The dealer stated that the left caster will not move.

Manufacturer narrative:
The assembly workers have tightened the left caster too much, leading to the caster can't move. Training the workers, question them, make sure they understand the requirement of assembling. Responsible person: (B)(4); date: (B)(4) 2015. Training the fqc, make sure they understand inspection points. Responsible person: (B)(4); date: (B)(4) 2015. Ipqc pay special attention to casters, increase sampling percentage. Responsible person: (B)(4); date: (B)(4) 2015.